Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the volume readings were very off for how much was actually being put in. Patient coded for 30-40 minutes. The patient expired.